Event description:
On april 29, 2025, palette life sciences received a notification from a [distributor] of a [hospital] in (B)(6). It was reported that "during the surgery, the doctor connected the syringe to the needle. When the doctor administered the injection, the back half of the gel shattered, causing two pieces of glass to break off. After that, the doctor disconnected the needle from the syringe, replaced it with another syringe, and was able to use it normally again." Additional information received on may 09, 2025, indicated that there was no injury / adverse effect reported.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint evaluation testing was performed from the sample returned. One almost full syringe with the syringe flange broken off from the rest of the syringe body, causing finger grip to hang loose around the plunger rod. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No. Previous similar reported complaints on the lot. No quality issues found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause: not verified. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6) 2025, palette life sciences received a notification from a [distributor] of a [hospital] in hong kong. It was reported that "during the surgery, the doctor connected the syringe to the needle. When the doctor administered the injection, the back half of the gel shattered, causing two pieces of glass to break off. After that, the doctor disconnected the needle from the syringe, replaced it with another syringe, and was able to use it normally again." Additional information received on may 09, 2025, indicated that there was no injury / adverse effect reported.